Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/29/2023, it was reported by a sales representative via phone that (2) ar-3636 knotless 1.8 fibertak inserter broke during insertion. The metal fragments were sticking out of the patient's glenoid. All broken fragments were removed. This was discovered during a labral repair procedure on (B)(6) 2023 and was completed using a pushlock. The case was delayed thirty minutes with additional anesthesia. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging the device during insertion.